Event description:
Related to (B)(4). Summary: the hospital reported that the hst iii system (3.8mm), used for a coronary artery bypass procedure, was not working properly. Step number 1 was achieved, step number two was achieved and even step number 3 was achieved but step number 4 was not. The moment it pulled out the device left behind the string. All steps were complete except deployment of heartstring. There was no case delay. No alternative devices were used. No parts of the device broke off or fell into or onto the patient. No adverse issues. A fourth device was opened, and the case proceeded without incident. No patient injury.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 3000291934, 3000292796, and 3000274760 the last (B)(4) lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last (B)(4) lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.